Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1261". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis regarding error 1261. The device was powered up and alarmed ec1261 which is an issue with the circuit board. The circuit board will be replaced to resolve the issue.